Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the final release of the va lve, the valve moved to a low position. Echocardiogram and angiography showed a paravalvular fistula. Aortic insufficiency (ai) was also reported. A second valve was implanted, and the ai improved. The patient recovered well. No adverse patient effects were reported.